Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the non-boston scientific left ventricular (lv) lead. Technical services were consulted and reprogramming efforts were recommended. Currently, this product remains in service and no adverse patient effects were reported.